Manufacturer narrative:
The glucose reagent lot number is 84976201, with an expiration date of 31-mar-2026. The field service engineer could not determine a cause. The engineer replaced syringe seals. Precision studies run both before and after the seal replacement passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen.3 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The user repeated the samples due to the initial values being critically low. The samples were repeated on a second analyzer and these repeat values were deemed correct. The first sample initially resulted in a glucose value of 4.15 mg/dl and repeated on a second analyzer as 107 mg/dl. The second sample initially resulted in a glucose value of 6 mg/dl and repeated on a second analyzer as 151 mg/dl.

Manufacturer narrative:
The calibration results were acceptable. The alarm trace and preanalytical data did not indicate any issues. The customer has not reported any other issues after the service. The investigation determined that the service actions resolved the issue.